Manufacturer narrative:
Initial trend analysis for lot 71471 was conducted, no malfunctions were found. This is the only complaint for lot 71471. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports pain while using syringe item 831165 lot 71471.

Manufacturer narrative:
Retained lot samples for syringe lot 71471 were tested for needle sharpness. No abnormalities were found during testing.

Event description:
End user reports pain while using syringe item 831165 lot 71471.